Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: in the "range of 102 mg/dl" and "250 mg/dl something". No adverse event reported. Return of the suspect device was requested for evaluation.